Event description:
Health professional reported the removal of a lap-band port as there was an "infection at port site." Follow-up findings: "the doctor noted drainage of port showed possibility of infection." The pt didn't want any testing done, but did agree to have a egd (esophagogastroduodenoscopy) performed. That is when the infection was seen and diagnosed. The port was explanted. When the doctor confirmed that the infection had healed, he placed a new port.

Manufacturer narrative:
(B)(4). The product associated with this report was returned; however, has not been evaluated at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Infection is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."